Event description:
It is reported that during surgery the femoral component and the stem extension became disassociated.

Manufacturer narrative:
Evaluation summary: as returned, the dimensions of both devices are within specification. The femoral component was returned with two distal augments attached; the medial distal augment is loose. The set screws are protruding into the internal taper. The returned stem was trial inserted into the internal taper, but stopped when it encountered the set screws. There is a wear line around the taper on the stem that coincides with where the end of the taper would be if the taper had only inserted as far as the set screws. The taper flange on the stem exhibits two heavy indentations 180 degrees apart from each other. These observations indicate that the set screw(s) were too deep before attempting to seat the stem, thus preventing the stem from seating deeply enough to enable it to be secured when the set screws were tightened. The reported disassociation of components therefore, resulted from improper assembly by the user. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Should additional substantive information be received, the complaint will be reopened.